Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device giving channel error message and also has a cracked front door. Per customer no additional information, including patent demographics, is available and the product will not be returned.